Event description:
It was reported that "this was a patient who had ams800 [artificial urinary system] placed 4 to 5 years ago by their attending physician (dr. (B)(6): currently working at (B)(6) center). Recently, there was a complaint that urinary incontinence suddenly recurred. Until now, it has been very good/fine, and the patient has a good understanding. Details will be obtained soon but plan to start by checking the system status. The inspection will be around december, and the procedure will be around the beginning of january."